Event description:
Oos report states that the device was explanted because of loss of atrial sensing and capture with an impedance of greater than 3200 ohms. The patient was brought to the lab the device was removed noting the set screws appeared to be properly tightened. Lead testing with the analyzer revealed excellent pacing and sensing thresholds with adequate lead impedance. The decision was made to replace the pacemaker with another device. Once the new device was connected lead testing was performed again with acceptable results.